Manufacturer narrative:
An event of device migration and improper or incorrect procedure or method was reported. Information from field indicated that there were no intra-procedural difficulties, the implant depth was 2mm from the non-coronary cusp, there was an absence of calcium for the valve to anchor, there were no deployment or retraction difficulties, and the valve was snared after migration. Additionally, it was noted that the physician thinks the cause of migration was tension from the pre-shaped wire at deployment and the absence of calcium for the valve to anchor. Based on available information, the reported migration appears to be related to a combination of procedural conditions (tension from wire on deployment) and patient condition (lack of calcium for anchoring). The reported improper or incorrect procedure or method is due to the user snaring the valve after deployment. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25mm navitor valve was chosen for implant during a transcatheter aortic valve implantation. The native valve annulus perimeter was 70.8mm, area was 383.3mm^2, diameter was 22.1mm. During the procedure, the valve was loaded into a small flexnav delivery system as per instructions for use (IFU). A pre-implant balloon aortic valvuloplasty (bav) was performed with an 18mm non-abbott balloon. The valve was deployed at 80%, and the depth of the valve was checked prior to final deployment. The depth was optimal, so the deployment button was pressed, and the valve was released. The starting implant depth at deployment was 2mm at the non-coronary cusp (ncc). However, at the final releasing, the valve migrated up to above the annulus. The valve was snared towards the ascending aorta. The decision was made to implant a second 25mm navitor valve. The second valve was loaded and deployed successfully without complication. The physician believed that the cause of the migration was due to the tension from the pre-shaped wire at deployment and the absence of calcium for the valve to anchor. The patient did not have a horizontal aorta. The patient remained stable throughout the procedure. There were no reported adverse patient consequences. The patient status was reported as stable.